Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a subtotal gastrectomy procedure, the stapler broke during the gastric section. The product broke at the site of the flap that runs to both sides, allowing the organ stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that the procedure time was extended by approximately 1 hour. Were there any patient consequences as a result of the extended procedure time? The increase in surgical time was due to the need to provide another stapler to complete the surgery. There was no consequence / adverse event to the patient. Did any pieces fall into the patient? As informed by the surgeon, no part of the material has fallen into the patient. Will all pieces be returned with the device? The material was discarded once it was contaminated.